Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic esophageal dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. The procedure was completed with a smaller size dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h10: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon burst. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The results of the analysis performed on the returned device found that the balloon burst. The burst found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic esophageal dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon burst. The procedure was completed with a smaller size dilatation balloon. There were no patient complications reported as a result of this event.